Event description:
It was reported that the patient experienced a burning sensation in the labia area and it was sensitive to the touch. This started ten days ago. The patient had a loss of therapeutic effect. The lead impedance measurements for all combinations with electrode #3 read greater than 4,000 ohms. The other pairs were within normal range. The patient was in the clinic and reprogramming the device was successful. Vaginal stimulation was recaptured. The burning sensation will be monitored. Further information is being requested from the hcp.